Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. Robust optimization on beam set + background dose is not supported in the affected raystation versions. However, in some scenarios, it looks like robust optimization including background dose is performed, although only current beam set is taken into account in non-nominal scenarios. It is usually not possible to define an optimization function as robust if the function relates to beam set + background dose, but it is possible in some scenarios: adative replanning. Function templates. Scripting. In these scenarios, the robust objectives will be displayed as relating to beamset + background dose, but when optimizing, they will only include background dose in the nominal scenario, whereas the non-nominal scenarios will not include the background dose. This may lead the optimizer to allow too high dose, since the dose level in the objective function is based on beam set + background dose, but only beam set dose is considered for that objective function. The resulting plan is not completely wrong, but typically less robust than intended.

Manufacturer narrative:
A software implementation error has been identified. In the event that a clinical decision is based on the nominal dose only, this could lead to the approval of an inappropriate dose plan. This could lead to local over-dose in a risk organ from allowing too high of a dose in some perturbed scenarios that were supposed to have been taken into account by the optimizer.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00027 (B)(6) robust optimization with background dose. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. Robust optimization on beam set + background dose is not supported in the affected raystation versions. However, in some scenarios, it looks like robust optimization including background dose is performed, although only current beam set is taken into account in non-nominal scenarios. It is usually not possible to define an optimization function as robust if the function relates to beam set + background dose, but it is possible in some scenarios: - adative replanning - function templates - scripting in these scenarios, the robust objectives will be displayed as relating to beamset + background dose, but when optimizing, they will only include background dose in the nominal scenario, whereas the non-nominal scenarios will not include the background dose. This may lead the optimizer to allow too high dose, since the dose level in the objective function is based on beam set + background dose, but only beam set dose is considered for that objective function. The resulting plan is not completely wrong, but typically less robust than intended.